Event description:
The customer stated discrepant ict results were generated on the architect c8000 analyzer. One example provided by the customer was an initial sodium result of 164 mmol/l that repeated at 139 mmol/l and an initial chloride result of 123 mmol/l that repeated at 105 mmol/l. There were no results reported out of the laboratory and no impact to patient management. No further issues were reported after the customer replaced the sample and r1 probes.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a review of the service history for the architect c8000, (B)(4). The review of the service history for architect c8000, (B)(4) revealed replacement of the sample and r1 probes twice in the month of (B)(4) 2010. The resolution for this current issue was replacement of the sample and r1 probes. A recommendation was made to the customer to replace the ict module if the reported issue returns. A review of the complaint trend reports for the period of (B)(4) 2009 to (B)(4) 2010 for the architect analyzer, subtype 125, 126, 127, 128, indicated there were no adverse trends associated with the complaint issue under investigation. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. A specific cause for the issue was not identified. Based upon the information available and the investigation, it has been determined that the architect c8000 analyzer, list number 1g06-01, (B)(4) is performing as intended. No product deficiency was identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete..an investigation is in process